Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The (B)(6) 2011 navilyst medical complaint report was reviewed for the product family of contrast injection lines and the failure mode of "fitting detached/disrupted procedure." No adverse trends were identified. The returned sample was visually examined and the rotating male adaptor (r.a.) Was found to be disconnected from the line. The root cause for this issue is that the rotating adaptor was not adequately swaged to the stem cup of the tubing and the visual inspection requirements in place to detect this failure mode were not followed. Mfg process controls for this device include 100% visual inspection of each swaged rotating adaptor to ensure that a proper swage is in place, pull testing on the r.a., verification that the r.a. Is turning freely, and flex testing. Add'l aql testing, including air leak testing is performed at the completion of the lot. # pr01257.

Event description:
As reported, during a high pressure contrast injection, the fitting detached from a navilyst flexcil high pressure contrast injection line and the contrast sprayed in the eye of one of the lab techs. The tech was treated by having their eye cleaned. No add'l complications were reported. The used device was returned for eval.